Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of the distal and proximal colon in a robotic sigmoid procedure, there was poor staple formation. The stapler deployed knife blade however staples did not properly form. Staple also fell into patient cavity which was also retrieved. Surgeon had to immobilize and resect additional colon the lead to tissue damage and tissue loss and use another stapler complete the case. Surgical time extends for more than 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Nicks were found in the knife blade. The anvil of the instrument was observed to be tilted and attached to the instrument. However, the safety was observed to be broken. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the pushers advanced, despite the noted damage to the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported conditions. Additionally, the investigation detected a unreported condition of a broken safety that has no relationship to the reported conditions. No further actions have been deemed necessary at this time. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. If information is provided in the future, a supplemental report will be issued.